Manufacturer narrative:
A bec field service engineer (fse) removed and disassembled the gravity sump. Fse did not note any issues with o-ring, float and valve. Fse replaced the float switch and primed thoroughly. Sump is draining normally. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report gravity sump is intermittently overflowing. No injury or exposure to fluid was reported.